Event description:
It was further reported the decreased r waves were as a result of the lead extenders being added. It was noted the short v-v intervals were due to unipolar programming and not a lead issue. The impedance was stable. The lead extenders were added because device needed to be relocated to lower left axillary position due to needed radiation treatment in the left subclavian region. The leads were reprogrammed bipolar to avoid myopotential oversensing and electromagnetic interference.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. Analysis of the device memory indicated a polarity switch. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: bis-bis-40 crhf adaptor implanted on (B)(6) 2025. Bis-bis-40 crhf adaptor implanted on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the addition of extenders the right ventricular (rv) lead exhibited decreased r waves, decreased impedance and high impedance. The rv lead also exhibited short v-v intervals. The right atrial (ra) lead also exhibited decreased impedance, high impedance and a polarity switch. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.